Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was damaged and the wake button became loose on one side. The pump display turned on when the customer depressed the button. There was no reported impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.